Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02621. It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. X- ray imaging revealed that patients lead is fractured. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000110846.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction a4- weight.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg and lead were explanted and replaced to address the issue.